Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product can be performed. The manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. It was reported the device was disposed. This has been deemed reportable since the involvement of the starter wire in relation to this event cannot be determined. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a follow-up medwatch report will be filed.

Event description:
During a hysteroscopic resection of polyp, staff noted that a portion of the resecting loop had broken off. Under direct visualization the surgeon removed the pieces in question and irrigated the cavity. Staff in the room and materials staff have been spoken to on the correct procedure when an item malfunctions.